Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false downstream occlusion alarms, which were reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream sensor and the downstream pusher were replaced.